Event description:
Not a single new brush head stays securely attached to the toothbrush...came loose from holder - oral-b [device connection issue] manufacturing related; loosened magnetic cap due to loosened glue bonding of cap - oral-b [manufacturing issue] case narrative: female consumer via e-mail stated that not a single new oral-b toothbrush head stayed securely attached to the oral-b toothbrush anymore. She tested 4 different brush heads and after just a few seconds, they all came loose from the holder. No injury was reported. 17-nov-2022 physical product received: the suspect product lot was ab12741255. No injury was reported. 02-dec-2022 case update: the concomitant product lot was a1309 03:39. No injury was reported.

Manufacturer narrative:
21-dec-2022 product investigation results: product return was received and investigated. Corrective action is in place and unit was manufactured before date of implementation.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Not a single new brush head stays securely attached to the toothbrush...came loose from holder - oral-b [device connection issue] case narrative: female consumer via e-mail stated that not a single new oral-b toothbrush head stayed securely attached to the oral-b toothbrush anymore. She tested 4 different brush heads and after just a few seconds, they all came loose from the holder. No injury was reported.